Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Per carelink, recommended replacement time (rrt) had triggered (B)(6) 2016. Daily battery trend shows gradual rise of battery impedance, without battery depletion. Current battery status of ok as of 31jan2017. Ramware was updated 31jan2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device rrt cleared after a software update and remains in use. No patient complications have been reported as a result of this event.